Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of emergency lamp flashing was confirmed due to failure of the spare light. The emergency lamp was defective and required replacement. In addition, the xenon lamp no longer had a lifetime meter. The probable cause of the defect was due to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera xenon light source warning lamp for the emergency lighting flashes. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 08-feb-2022. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was duplicated. It was determined that the warning light for the emergency lamp flashed due to faulty spare lamp and was recommended for replacement. The xenon lamp was also recommended for a replacement with a lifetime meter. Other incoming inspection finding: lamp usage time is not displayed olympus will continue to monitor field performance for this device.

Event description:
Additionally, the customer reported that the reported event occurred after a procedure.